Event description:
A medication was given through the smallbore extension tubing. The syringe with the saline flush was then attached to the tubing. The female luer connector then cracked. This caused a leak which then resulted in the lipids backing up into the extension tubing, followed by blood. The IV then clotted off and needed to be restarted. This is one example of multiple incidents of this nature with this specific tubing-perhaps three to four a week in the neonatal ICU alone. The crack always occurs on the female luer connector and is a hairline vertical crack which can barely be seen.